Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, results, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "revision surgery due to hardware breakage due to rod breakage at l3 and advancing spondylolithesis. Surgeon removed existing hardware after performing anterior vcr due to solid posterior fusion. Upon removing hardware qty 3 xia 3 5.5 x 40, qty 1 7.5 x 40 tulips popped of screw shanks. Screw shanks were then removed with hospital vice grips. After all hardware was removed xia 3 uniplanar screws were added to levels l4, l3, l2, iliac screw 6.5 x 60 on right side with closed head connector, and then a 7.0 x 35 xia 3 screw at s1 rightside and 8.5 x 35 xia s1 leftside; no iliac screw was used on left side. A 6.0 x 600 vitallium rod was cut and implant on both sides. Upon final...